Event description:
It was reported that the patient received inappropriate therapy due to noise. X-ray was performed and insulation damage was observed. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.